Manufacturer narrative:
The initial report stated "the patient's initial urea result was not reported outside the laboratory." The customer clarified that all of the patient's results were reported outside of the laboratory. Reagent issues have been excluded as calibration and qc were acceptable. The results from the precision check suggest sample pipetting and cell rinse functionality issues. The field service engineer (fse) replaced the sample and reagent probes. Afterwards, the precision check results were acceptable. The service actions resolved the issue.

Manufacturer narrative:
A precision check was performed. The investigation reviewed the calibration and qc results and the results were ok. The investigation found a "water reservoir level too low," "abnormal aspiration," and "sample clot detection" alarms before the time of sample measurement. The investigation is ongoing.

Event description:
The initial reporter received questionable urea/bun results for one patient tested on a cobas 8000 c 502 module. The patient's initial urea result was not reported outside the laboratory. At 12:01, the patient's urea result was 1.0 mmol/l. The patient's repeat urea result was 11.9 mmol/l. At 15:47, the patient's repeat urea result was 11.8 mmol/l. The urea reagent lot number was 549535 with an expiration date of 28-feb-2022.